Event description:
On (B)(6) 2012, the reporter called animas alleging that recently multiple buttons have not been working right. They exhibit delayed response, and sometimes they skip. The pump is worn exterior to garments, and a protective lens film is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: keys have intermittent response. Keypad peeling. Removed keypad, visable adhesive failure, oil residue, button contact contamination noted. Unrelated to the complaint, the display is dim and orange and the battery compartment is cracked on left side of grip pad and below grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.